Manufacturer narrative:
A patient is not receiving effective therapy due to autoreducing/high impedance was reported to abbott. As a result, the lead was explanted and replaced. The other 3 leads were reprogrammed. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention occurred where the drg leads and ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.